Event description:
Pt was in CT scan receiving contrast media via 20 gauge catheter and a bd q-syte extension set. The contrast was being injected at approx 3-4 cc/second and the tubing split open lengthwise. Blood oozed out and the catheter remained in place. The defective tubing was removed and replaced with a new extension set.

Manufacturer narrative:
The sample has been received. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).